Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer reported a blood glucose (bg) level of 60 mg/dl. Reportedly, the cause of the low bg level is due to the customer not calculating their dose correctly after eating a sandwich and is not related to the pump or supplies. During troubleshooting with tandem¿s technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.